Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg was inoperable and would not communicate with external devices. Reportedly, the patient underwent a shoulder surgery on (B)(6) 2021, and the ipg was not placed in surgery mode. Surgical intervention is anticipated.